Event description:
Customer called to report a low blood glucose event that required medical intervention to prevent serious injury. Blood glucose reading was unknown. The customer's blood glucose went low while the customer was taking a nap. Customer's son had a hard time waking him up and called the paramedics. The paramedics could not get a reading on the meter because the blood glucose was too low. The customer was treated by the paramedics and ate. Blood glucose reading was 50 mg/dl at this point. Health care provider has been making adjustments to basal rates. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).